Event description:
It was reported that the bur broke in the attachment drill. No further information was provided.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that the bur broke in the attachment drill. No further information was provided.